Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach outer insulation degradation located adjacent to the connector boot region. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.